Event description:
Cause: due to a lack of additional information on this case, the cause is unknown; however, review of the patient x-rays indicates it was done to repair of non-union. Corrective action: fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however, no one can predict a non-union or a failure. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again. No indication of a product defect.